Event description:
Customer reported via fax, a (B)(6), with a medical history of epiglottic and glottic squamous cell carcinoma, bad venous status (venous fragility), obesity, addiction to drugs, received 70 ml of optiject 350 (ioversol), batch number and exp date unk, by IV route (rate flow: 1.5 ml/s) on the external face of the elbow via automatic injector (brand name optivantage), for a CT scan of the thorax and ent/sinus. No info on concomitant medication was provided. At 3 minutes after optiject 350 injection, the pt experienced an injection site extravasation of 11 to 30 ml of contrast media with injection site edema and injection site hematoma. It was not mentioned if the pt received drug to treat the reactions. The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.